Event description:
It was alleged that after a case, the instrument was removed and the hook was missing from the 'l' tip. It was found under the liver.

Event description:
It was alleged that after a case the instrument was removed and the hook was missing from the 'l' tip. It was found under the lever.